Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n432423, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that they had their stimulator removed the year prior to the report due to a really bad infection. The patient was indicated for non-malignant pain. No causes of the infection or diagnostics were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care professional reported that the cause of the infection was mrsa and possible would dehiscence. It was reported that a wound site culture and aspiration were taken from the patient's left foot. A gram stain was performed with the results 1: rare white blood cells and 2: no organisms seen. An aerobic bacterial culture showed no growth in 36-48 hours.